Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04079. It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 4.0mm non-bsc balloon catheter. Subsequently, a 4.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was performed again using the 4.0mm non-bsc balloon catheter, but the stent delivery system (sds) was still unable to cross the lesion. The device was removed; however, the stent strut edge part was found to be lifted. Another 4.00 x 38 synergy¿ drug-eluting stent was advanced but also failed to cross the lesion even after several dilations using 4.0mm and 3.5mm non-bsc balloon catheters. When the device was removed, the stent strut edge was also found to be lifted. The procedure was completed using a 4.00 x 38 non-bsc drug-eluting stent. There were no patient complications nor injuries reported.